Manufacturer narrative:
Device evaluation summary: visual inspection showed the tubing/connector interface was broken off of one side. Reason for return was confirmed. Conclusion: since this failure mode has high detectability it represents a minimum risk to the patient. During the DHR review, no evidence of any anomaly related to the reported defect was found. At this time, it was not possible to determine the root cause of the component failure, as not all possible causes can be confirmed. Medtronic has notified all cps assembly personnel of this event and will continue to monitor future events and take appropriate action if a trend occurs. Trends in problems with this product are reviewed on a monthly basis in accordance with the trend procedure. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported a cardioplegia piece sheared off. The customer had a 3/16 connector and table line, they went up to the pump and were about to prime, with no extreme pressure, it brokeoff. The custom tubing pack was replaced. There was no patient impact associated with this event. Additional information received from the sales rep: happened just after going on bypass, heart still beating, patient was warm. It broke while he was bringing blood up to the table as they were flushing the plege octopus. Patient unaffected. Connector cut out and 3/16 3/16 connector spliced in. Line was re-primed and de-aired. Cross clamp was then put on and procedure moved on as normal. Minimal blood loss. Less than 20cc. No products necessary.